Manufacturer narrative:
Result of investigation: it was determined that the root cause of the issue was not ideal guidance of the cooling fan cable in production. The device cooling fan blades touched the fan housing (signs of friction visible on the housing). The cooling fan plastics housing part got bent as the cooling fan cable got caught in between the fan housing and the newly added bottom screw nut in the chassis. This can be avoided by an improved guidance of the cable.

Event description:
The customer reported noise heard from back of bellavista 1000 and after placing unit on patient, vt was noted to be less than set vt. The customer confirmed that there was no patient harm reported from this event.

Manufacturer narrative:
A vyaire field service representative(fsr) evaluated the device onsite, powered on unit and confirmed loud grinding noise from fan. The casing was removed and the facn cabling adjusted. The sw was updated to .19 patch. The o2 (oxygen) sensor was calibrated and the unit passed the circuit test. Performance test was ran and the unit passed all tests and runs according to OEM (original equipment manufacturer) specifications. Log files ere attached to the work order. No root cause has been determined at this time, since the investigation is still ongoing. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.